Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 449 mg/dl. The customer was experiencing symptoms of difficulty speaking/moving when it occurs and wasn't able to get eyes open either. The customer reported they have a backup plan available. The customer was treated with the insulin pump. During the troubleshooting, customer have some concerns about often set is being changed, as she fill the reservoir all the way up and wear it until the insulin run out, and will generally be around 5 days. The customer was informed that set should be changed every 3 days and only needs to fill reservoir with amount that will be needed for the 3 days wear. The customer was offered to proceed with troubleshooting but she declined and will call if the issue persists.